Event description:
It was reported that the wrong type of probe was ordered by sales rep's misunderstanding for trigen meta-tan surgery. During operation, the nail and the probe was inserted and then the probe was connected to sureshot system. The monitor displayed only tibial nail, so the mistake was found. Using radiolucent drill, the surgery was completed. No harm to patient, 15 minutes delay.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms a review of this complaint case revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Possible probable cause could include but not limited the user error. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.